Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned wet product was visually inspected and there were no obvious defects observed that would have contributed to the reported event. A pressure leak test was then conducted on the cassette utilizing an external pressure source and no cassette leakage was detected. A calibrated system console representing a current software version was then used to functionally test the product. The product could prime, tune with the handpiece, and pass intraocular pressure (iop)calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the manifolds, connectors, or drain path between the consumable, handpiece, and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. We were unable to replicate the customer's experience during laboratory evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the product indicated no signs of continued leakage from the pump elastomer, cassette, or connections. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint, therefore no action will be taken for this occurrence. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that leakage error continued to occur during the handpiece test in the process of testing after installing the cassette on the equipment before surgery. The procedure type was unknown. The surgery was completed by replacing product with a new one. There was no patient impact.